Event description:
Customer called in to report that the transformer housing was breached, that a screw fell out of the housing and now it is open and she can see inside, which is a safety risk. She didn't see any sparking or anything else. When she pulled it out of the wall is when the screw fell out.

Manufacturer narrative:
A replacement power supply was sent to the customer. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).